Event description:
Customer reported issues with a touchscreen being unresponsive and power-related problems, including power jumps and charging failures. There was no reported impact on the customer¿s blood glucose level. Customer declined troubleshooting support, and no further actions or follow-up information were available.